Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtr clip was inserted and all steps were performed per the instructions for use (IFU). However, after grasping the leaflets and closing the clip to 20 degrees, establishing final arm angle (efaa) was performed, but the clip failed and gradually opened to roughly 50 degrees. Troubleshooting was performed and efaa was attempted again. This time the clip successfully passed; therefore, the deployment sequence was continued. The clip was successfully deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement (clip open-efaa) could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.